Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing leading into inappropriate shocks. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.